Event description:
During a retrospective study of multi-center, pt record review for pt's previously implanted in europe, it was indicated that the pt was experiencing an increase in tonic-clonic seizures, but it was unclear if the increase was above or below pre-vns baseline and when the event started. It is undetermined if the events are related to the vns therapy based on the info available at this time. Good faith attempts to obtain additional info are currently underway.